Manufacturer narrative:
The complaint indicated the porous coating on the stem rubbed the pouch leaving a hole. This caused a delay in the procedure of over 30 minutes. Implant and packaging were returned for evaluation. The item was packed in the correct sequence and with the correct packaging materials per the manufacturing history records. The condition of the outer packaging indicates a specific repeated event related to transportation movement. This packaging has been validated which includes an approved travel test. Validation will be testing new pouches with testing completed by the end of (B)(4) 2014. This will improve the inner pouches to a stronger material.

Event description:
It was reported that during a total hip replacement procedure on (B)(6) 2013, the porous coating on the stem rubbed the pouch leaving a hole. This caused a delay in the procedure of greater than 30 minutes. No further information has been received.

Manufacturer narrative:
No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA